Event description:
The surgeon felt friction when the enterprise vrd and delivery (enc452812/10151078) was advanced via echelon 10 microcatheter (details unknown) after insertion through the hub. Then withdrew it but still failed. The surgeon had to withdraw the stent and microcatheter as a unit and changed to a new stent to complete the procedure. The same microcatheter was used to complete the procedure. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. No adverse event on the patient. The patient had aneurysm at the c3 segment of carotid.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10151078. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown); new stent (details unknown).

Manufacturer narrative:
Friction was felt when the enterprise vrd and delivery (enc452812/10151078) was advanced via echelon 10 microcatheter (details unknown) after insertion through the hub. Then withdrew it but still failed. The stent and microcatheter had to be withdrawn as a unit and changed to a new stent to complete the procedure. The same microcatheter was used to complete the procedure. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. No adverse event on the patient. The patient had aneurysm at the c3 segment of carotid. One non sterile enterprise vrd and delivery system was received inside of a plastic bag. The stent was received deployed inside a smaller plastic bag. The delivery wire was received inside the introducer tube. No other visual anomalies were observed. The involved microcatheter was not received for analysis. The returned device was analyzed under microscope and no evidence of damage was observed. Functional testing, without the stent which was received deployed, was successfully performed using a lab sample prowler select plus microcatheter. The delivery wire was able to go through the microcatheter and no resistance was experienced during the functional test. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10151078. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to introduce the enterprise vrd system into a microcatheter could not be fully evaluated since the device was received with the stent deployed. There was no difficulty inserting the delivery wire through a compatible lab sample microcatheter. The concomitant mc was not returned; however, it was reported that the microcatheter used was an echelon 10 (0.017¿ ID) while the enterprise instructions for use outlines that enterprise vrd is designed for use with the prowler select plus catheter, a 0.021" inner diameter, 5 cm distal length catheter. The returned enterprise system did not present with any anomaly contributing to the event and there is no indication of any related manufacturing issues based on the analysis and device history records review. With review of the reported information the use of an incompatible microcatheter appears to have been the cause of the event. Therefore, no corrective actions will be taken.